Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using a covera stent. It was reported that when the stent was deployed, part of the stent allegedly stuck to the pad and would not fully open. The procedure was completed using another stent. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned delivery system was received in used condition but was found to be fully functional. The pusher was positioned distal to the stent sheath, indicating that deployment had been completed. During functional testing, the used system responded promptly and appropriately to manipulation of the deployment wheel. The investigation therefore resulted in an inconclusive outcome. In this case, only limited information was available. Based on the investigation of the provided information, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found described. Regarding pta the instructions for use (IFU) state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' Under required materials the IFU state '(...) 0.035 inch guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system, introducer sheath with appropriate inner diameter (...)', and the packaging pictograms indicate the use of a 8f introducer. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using a covera stent. It was reported that when the stent was deployed, part of the stent allegedly stuck to the pad and would not fully open. The procedure was completed using another stent. There were no reported patient injuries.